Manufacturer narrative:
Manufacturer completed the entire form. Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Distributor reported on behalf of homecare user that during suctioning of the in situ tracheostomy tube using a 9cm long suction catheter, a clicking sound and bleeding occurred. An emergent exchange of the tracheostomy tube was performed. Further information has been requested. No further information has been provided at this time. No incident related medical sequela was reported.